Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain, non-malignant pain, and failed back surgery syndrome reported they were experiencing a burning sensation when recharging, and weren't sure why. As a result the implant was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.